Event description:
Equipment malfunction. New bp (blood pressure) cuff (medline; adult regular size) unable to obtain blood pressure. Event: standard admission, cuff placed on rue (right upper extremity). Unable to obtain blood pressure, monitor showed "---/---". Primary rn (registered nurse) changed cuff twice, then changed bp cable. Able to obtain bp after cable and 2 cuff changes.